Manufacturer narrative:
The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed (B)(4) reported on behalf of their customer that the output alarm from the generator of the 60-6010-002 universal plus-hand ctl pistol did not stop after the coag button was released. It was reported that this event occurred during pre-operative testing with no impact to the patient. Additionally, the device did not malfunction in a catastrophic manner; as a result, the probability of the event leading to serious injury or death is remote. This type of failure mode would be obvious to the user prompting the use of an alternate device. There was no reported injury to the patient/user. Based on the information provided and decision tree results, this complaint does not meet the definition of a reportable event. However, conmed (B)(4) has reported this event and a medwatch report will be filed in conjunction with all ous adverse events.

Manufacturer narrative:
Received two 60-6010-002 in unoriginal packaging. Lot number was not verified. Performed a visual inspection, there were no obvious signs of abnormalities or defects. Performed a functional inspection using the electro surgical unit system 7550 (c8406), the cut and coag function as intended on both devices. A device history review could not be conducted as a lot number was not provided. A 2 year lot history review could not be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 2 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: these electrosurgical suction/irrigation instruments should only be used by surgeons trained in surgical endoscopy according to established hospital protocol. Improper use of this or any other electrosurgical device, can result in a patient injury. Read and become familiar with all instructions and directions before using this device. This issue will continue to be monitored through the complaint system to assure patient safety.